Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device had ruptured. The event was further described as "torn". This was observed prior to patient use. There was no patient involvement. No additional information is available.